Event description:
It was reported the customer was having priming issues. The customer stated that the insulin pump pushed all the insulin out when she attempted to prime tubing. The customer also reported she was stuck in the rewind complete/bolus delivery loop. The customer also stated she was unable to escape to the status screen. Troubleshooting was able to exit the rewind complete/bolus delivery loop. The customer also stated their drive support cap appeared to be normal. The customer's blood glucose was 173 mg/dl. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).